Manufacturer narrative:
Additional information was added to device evaluated by MFR. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the returned photograph showed that the product was wet which is evidence of a leak; however, it could not be determined where the leak was located. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 14l had liquid leaking on the dialysate port during patient treatment as a result of a crack. There was no patient injury or medical intervention associated with this event. No additional information is available.